Manufacturer narrative:
A visual inspection analysis was performed on the returned device. Device dislodge or dislocated and failure to advance was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported failure to advance, dislodged or dislocated stent and subsequent treatments appear to be related to circumstances of the procedure. It was reported that the stent delivery system (sds) met resistance with the lesion, resulting in a failure to advance and stent dislodgement. In this case, analysis of the returned device confirmed the reported stent dislodgement. This type of damage likely occurred due to the interaction with the challenging lesion. Additionally, it was reported that the dislodged stent was embedded in the patient's anatomy. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex (cx) artery with 90% stenosis and moderate tortuosity. The 3.5x23mm xience skypoint stent delivery system was being advanced without sufficient guide support and failed to cross due to the anatomy when the stent dislodged in the left main artery. An attempt to snare the stent was unsuccessful. Another 3.5x28mm xience skypoint stent was deployed to crush the dislodged stent and complete the procedure. The patient is doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.